Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked and distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned was kinked along the body; and the distal tip peeled and kinked. All the outer diameter measurements met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03704. It was reported that the guide wire coating was damaged. The lesion being treated was located in the lower leg. While using a v-14¿ controlwire® guide wire to treat the target lesion it was noted that the coating had bunched up but remained intact. The device was successfully removed and a second v-14¿ controlwire® guide wire was advanced however it was also noted that the coating had bunched up but remained intact. The procedure was completed with another of the same device and a 2.5-3mmx210cm non-bsc balloon. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID: 2134265-2014-03704. It was reported that the guide wire coating was damaged. The lesion being treated was located in the lower leg. While using a v-14¿ controlwire® guide wire to treat the target lesion it was noted that the coating had bunched up but remained intact. The device was successfully removed and a second v-14¿ controlwire® guide wire was advanced however it was also noted that the coating had bunched up but remained intact. The procedure was completed with another of the same device and a 2.5-3mmx210cm non-bsc balloon. No patient complications were reported and the patient's status is stable.